Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast prosthesis implantation surgery with two 600cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant leaking and bilateral severe breast capsular contractures (baker grade unknown). The breast are painful and hard. As a result, the patient underwent bilateral breast removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).